Event description:
A report was received that the scs system turned off and the patients leg went numb. The patient could not stand and fell and hit her head. The scs system turned back on after about two hours. The patient also indicated experiencing worsening pain and since losing weight the ipg is pushing to the skin.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8120-70 serial/lot: (B)(4) description: artisan surgical lead 70cm. Additional information was received that the patient indicated that when the stimulation was not running it affects her ability to walk. The patient can walk around much better when the stimulator is on. There was no treatment provided for the hit to the head. The weight loss was due to the patient being more active. The physician opted to replace the ipg due to preference. The patient was doing well post-operatively. The explanted ipg was discarded. The lead remains implanted. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the scs system turned off and the patients leg went numb. The patient could not stand and fell and hit her head. The scs system turned back on after about two hours. The patient also indicated experiencing worsening pain and since losing weight the ipg is pushing to the skin.